Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Interrogation revealed high out-of-range right atrial (ra) lead impedance measurements. There was also evidence of noise which boston scientific technical services (ts) confirm was consistent with oversensing of the minute ventilation (mv) sensor. The device was reprogrammed and remains in service. No adverse patient effects were reported.